Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that about six months after their implant the shock was too strong and they had a couple of reprogramming appointments which didn¿t help so the patient believes they turned the stimulation off however the patient programmer was lost when they moved and thus they couldn¿t check. The patient <(>&<)> technical services (pats) agent did no ask about the circumstances that led to the reported issue. The patient was warm transferred to foundation care to start the process of replacing the 3037 patient programmer. No further complications were reported at this time.